Event description:
Caller reported not seeing drops of insulin at tubing end during the fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Caller completed necessary steps to remove air from cartridge and used room temperature insulin, but issue persisted as no ball of insulin formed at cartridge pigtail. Technical support guided caller through filling and loading a new cartridge, but problem remained unsolved. Technical support escalated to management suggesting pump replacement. Pump was under warranty, but no backup therapy was available. Caller planned to reach out to healthcare provider for further assistance.